Event description:
The 2 recent lap choles done (B)(6) 2013 and the other on (B)(6) 2013 that resulted in a cystic duct leak that is suspected to be attributed to the failure of the clip applier and the clips. Clips saved from the two events show the clips open and not fully closed. Pt continued to complain of abdominal pain, an ercp was done and a bile leak was found. Pt has a stent placed. Also see (B)(4).